Event description:
The customer reported approximately two milliliters of diluent and blood leaked at the blood sampling valve (bsv), the open-mode probe area involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the blood sampling valve (bsv) between the pads and from wire marker 10 (wm10). The fse noted the bsv leaked when the sample is pushed from the bsv to the baths and mixing chamber. The fse replaced the bsv, verified controls and secondary mode calibration, and performed multiple racks of samples and noted no further fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).